Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a tube explode when the cap blew off and blood shot everywhere. No serious injury or medical intervention was reported.